Event description:
A customer reported that their AED did not power on during a rescue attempt involving a 66-year-old male patient. An officer attempted to use the AED, but it failed to power on. The officer expressed the opinion that the AED would not have helped in this situation regardless. The customer also mentioned that no maintenance has been performed on the unit, which is stored in the trunk of a vehicle 24/7. The battery pack has an expiration date of 2/28/2025, and the pads expire on 8/31/2024.

Manufacturer narrative:
Customer reported that their AED did not work during a rescue attempt. Troubleshooting of the AED with the customer identified that the AED has not been maintenance since they got the AED. The AED was placed in the vehicles and never looked at again. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. It is noted to not expose the battery to temperatures above 50°c (122°f). Remove battery when depleted. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions.